Event description:
It was reported the patient with this neurostimulator stated it keeps shocking them. The patient said the shocking is located where the leads are located and the sensation goes up their spine. Per the last conversation with the patient, they felt better with therapy until a week or two ago. The patient had surgery to improve endometriosis. Also had constipation issues and it has been helping the patient out a lot. It looks like the patient had a lead revision on (B)(6) 2020, potentially due to a car accident. Reprogramming was done, and all connections looked great post the car accident. The patient will call if they feel that sensation again. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of undesired sensations, non-target stimulation area was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient with this neurostimulator stated it keeps shocking them. The patient said the shocking is located where the leads are located and the sensation goes up their spine. Per the last conversation with the patient, they felt better with therapy until a week or two ago. The patient had surgery to improve endometriosis. Also had constipation issues and it has been helping the patient out a lot. It looks like the patient had a lead revision on (B)(6) 2020, potentially due to a car accident. Reprogramming was done, and all connections looked great post the car accident. The patient will call if they feel that sensation again. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.